Event description:
Pt had bilateral subglandular inframammary dow corning gels of unknown size (no records-forgotten) in 1975 for augmentation. The pt denies decreased size but complains of firmness left greater than right for yrs. No history of trauma except multiple closed capsulotomies in early 80's. Complained of ptosis and pain, left greater than right. Pt complained of arthralgias (positive am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, occasional sleep problems, adenopathy, fevers/hot flashes, headaches, dental problems/tmjd, visual changes, dizziness, memory loss, dry mucous membranes, hair loss, rashes, oral sores, sensitive chemicals, shortness of breath/chest pain, costochondritis, increased varicosities, choking sensation, skin tightening, borderline hypothyroidism, increased tingling, weight gain, gi/gu problems and easy bruising, pt is otherwise healthy.